Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the server displayed privacy error and health site viewer was unable to access the website. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis enterprise server website privacy error and hs viewer unable to access website. A technical support specialist connected to the server through securelink but encountered a privacy error while trying to log in. Then identified that the server certificate was either missing or not trusted, causing login failures and synchronization issues. The tss checked the certificate, noticed it was invalid, and found another valid certificate. Then re-bound the correct certificate using idsconfig.bat and restarted iis. After reopening the browser and testing access to pes and hsv, the services were working without privacy errors. The tss confirmed functionality on both chrome and edge, contacted the customer for verification, and received confirmation that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.